Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenotic lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The 3.5 x 8mm nc quantum apex balloon catheter was being used to post-dilate a non-bsc stent. During the first inflation, the balloon ruptured at 12 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.